Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient will undergo a procedure wherein the ipg and the leads will be replaced for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was due to patient¿s new pain area which was not device related. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo a procedure wherein the ipg and the leads will be replaced for an unknown reason.